Event description:
The pt alleges that she was found by son and was unconscious. He gave her 2 tubes of glucose gel. She is on a continuous insulin pump. Later that day she went to dr and did comparison with her suspect device and drs device. Her suspect device read 200 mg/dl higher than dr device.